Event description:
Drainage catheters leaking at the locking mechanism site at the hub of the catheters. Patient required additional procedures with interventional radiology to fix the problem. Interventional radiology teams reports this is an issue with all drainage catheters by argon. In the last week 7 patients returned with the same problem. They have seen this in different size catheters too (8f, 10f, 12f).